Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the touch pen could not be calibrated. The bezel overlay assembly was replaced and the stylus was calibrated. Product ID 2067l radiofrequency head. (B)(4).

Event description:
It was reported the touch pen cannot be calibrated. The floppy disk and stylus calibration demo were ran but no success. The programmer was returned for repair. No patient complications were reported as a result of this event.